Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to user error. The cycler alarmed appropriately as arterial air (most likely caused from the saline clamp being left open after filter flush) was detected. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage has reviewed the event with the facility, nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial alarms occurred during a routine hemodialysis treatment. The operator reported that he had left the saline clamp open when performing a routine filter flush. Treatment was discontinued without performing rinseback resulting in 240 cc blood loss. No medical intervention was required.